Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Event/procedure date, lot number, are any unopened samples available for return? Additional information was received: the reported issue was suture breakage during use. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 ug/m.

Event description:
It was reported that the patient underwent an unknown thoracic procedure on unknown date and the barbed suture was used. During surgery, during use for a drain hole, the barbed suture was broken when the needle was pulled out from the epidermis finally. There were no adverse consequences to the patient. Additional information has been requested.